Event description:
Pt reported the infusion device has made "unk noises" during bolus and basal delivery since (B)(6) 2011, and pt has often experienced hyperglycemia of above 300 mg/dl. Pt changed the infusion set and delivered insulin via the infusion device as a correction, but this was not successful. Pt then delivered insulin via pen as a correction. Blood glucose ranged from 108 - 293 mg/dl on (B)(6) 2011, and pt's normal blood glucose is 120 mg/dl. The infusion device was not exposed to water or electromagnetic fields. Pt believes the insulin delivery of the infusion device is too low. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.